Event description:
It was reported that after a sensor replacement, the ilet user observed a downward glucose trend around 107 mg/dl and delayed announcing a meal while slowly eating for about an hour, then sought guidance. Education was provided to announce meals when in range, but due to elapsed time, the user was advised not to declare and to allow the pump to correct if needed. Noted concern about potential hypoglycemia due to a downward trend, without reported adverse clinical effects. Outcomes included user education on meal announcement timing and continued use of automated correction. Investigation included troubleshooting and education. Investigation of this case revealed no device alarms, no pump malfunction, and user hesitancy to announce a meal as the primary factor. It was concluded, based on previously established findings for similar reports, that the cause was user decision-making and use error related to missed meal announcement.